Manufacturer narrative:
Retained lot number 529910 was tested for blockage, flow rate and dose accuracy, no malfunction occured during testing phases. Although due to the amount of reports of blockage occuring the manufacturer speculates that a change in production to the lubrication final blow process can obtain an unobstructed needle tube for injections. The second blow process is currently under developmental stages before being added to production line.

Event description:
End-user reports that several of the pen needles from item number 832081 lot number 52993 will not allow the insulin to flow through.

Manufacturer narrative:
Retained lot number 529910 was tested for blockage, flow rate and dose accuracy, no malfunction occured during testing phases. Although due to the amount of reports of blockage occuring the manufacturer speculates that a change in production to the lubrication final blow process can obtain an unobstructed needle tube for injections. The second blow process is currently under developemental stages before being added to production line. In addition, it is recommended to train the end user during complaints for clogging that the pen needle is completely connected to the insulin pen before injection. Improvements to the pen needle threads will be improved for compatibility purposes.

Event description:
End-user reports that several of the pen needles from item number 832081 lot number 52993 will not allow the insulin to flow through.